Event description:
It was reported that during pre-surgery, it was observed that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device failed for vibration. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the device failed for vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings from normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.